Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient having negative dysphotopsias along the outer superior corner of her vision that is very bothersome, affecting her daily activities. She is having constant haze, headlights, dimmed lights and when she plays tennis. Limbal relaxing incisions was done. Additional information has been requested.

Manufacturer narrative:
Correction information provided in a.1., b.6., d.1., d.4., d.10, and h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporting facility has not provided any further information. There are two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).